Event description:
It was reported that the customer's blood glucose was between 300 mg/dl and 400 mg/dl while she was eating. The customer was received a bad sensor alert after two consecutive calibration errors. The customer may have been laying on the sensor at night and the sensor cannula was found to be a little bent. A blood glucose level of 218 mg/dl was captured during sensor troubleshooting. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.